Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon inserting the syringe into the cartridge septum, the syringe needle bent. Customer successfully filled the cartridge with insulin using another syringe. There was no reported impact to customer's blood glucose.